Manufacturer narrative:
Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 17 sep 2024 from a nurse at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 19 sep 2024 from the nurse who stated there was no adverse impact to the user or patient.